Event description:
Event description guidant received information that during the pacemaker implant procedure, prior to wound closure, the pacing system analyzer (psa) measured r waves at 4.5 - 5.0 mv. However, after wound closure, a sensing measurement was unable to be obtained with the programmer in neither bipolar nor unipolar lead configuration. Lead impedance and pacing threshold measurements were within normal limits. The pacemaker sensitivity was lowered to .25 mv, and sensing still was not observed. Asynchronous pacing was observed on an electrocardiogram (ECG), however no paced or intrinsic activity was seen on the internal electrogram. The patient was not pacemaker dependant. The device was explanted, replaced and returned for analysis.